Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side ¿breast asymmetry¿, ¿mastalgia¿, ¿sparse radial folds are present¿, ¿periprosthetic seroma¿, ¿sparse cysts¿, ¿probably benign-looking lump in the right breast¿, ¿related inflammatory process¿ and capsular contracture, baker ¿grade IV." Device has been explanted .